Event description:
Same case as MFR report #: 2134265-2009-06751; 2134265-2009-06752; 2134265-2009-06753; 2134265-2009-06754; it was reported that during a rotational atherectomy procedure, a wire break, dissection and perforation occurred. The resistant lesion was located in the circumflex (cx). During ablation with the rotalink plus 1.5mm burr, the burr sheared the wire, and the burr then went forward and perforated the artery. The perforation was treated with apex balloons and stents. A dissection occurred - it was unk which device caused the dissection. The perforation was eventually sealed. The pt remained stable with no coding and was treated successfully.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.